Event description:
It was reported to philips that the system did not startup and stalled at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and determined the frame grabber card in the device¿s flexvision computer was faulty. The frame grabber captures the video from the allura system. The fse replaced the flexvision computer and the device was returned to expected functionality.